Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-00993. It was reported that the patient experienced ineffective stimulation due to lead migration ( confirmed via x-rays). Surgical intervention may be planned to address this issue.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-00993. Additional information received advised that the patient has effective therapy post procedure.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-00993. Additional inforamtion received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced.